Manufacturer narrative:
Multiple requests for additional and product information have been performed. The healthcare provider has not provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards reviewed the literature article 'long-term survival benefits of porcine versus pericardial bioprostheses in elderly patients undergoing isolated aortic valve replacement: a 32-year study' (heart surgery forum 2023). It was learned from this literature article that 39 unknown patients underwent avr with model 2625 carpentier-edwards porcine valve at unknown dates. Postoperatively unknown cardiac related re-operation was performed and no additional information was provided.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.